Event description:
It was reported that a patient underwent a femoral popliteal bypass on (B)(6) 2012 and suture was used. The patient was discharged. At home, the patient went into cardiac arrest and fell. She was brought back into the ER and the suture line appeared broken with copious amounts of bleeding. The patient recovered at ER and is stable.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.